Event description:
Device was overheated even before daughter could wear it at night as intended. The alarm is not working as expected and keeps getting extremely hot on battery insertion. We can't use this or it will easily burn her. Defective device.